Event description:
It was reported that this right ventricular (rv) lead had dislodged and exhibited high pacing threshold. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.